Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer went to emergency room on (B)(6) 1018 with high blood glucose of the 484 mg/dl. The high blood glucose was treated with the insulin pump. The insulin pump will not be returned for analysis.